Event description:
The customer reported that the software upgrades were done, but that now the device could not complete the opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.